Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was labeled incorrectly. During unpacking, it was noted that a 2.0x15mm emerge balloon catheter was denoted on the outside packaging, but there was a 2.5x15mm emerge balloon catheter contained inside. No patient was involved in this case.

Manufacturer narrative:
Updated: describe event or problem; device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: returned product consisted of an emerge balloon catheter in an opened product pouch with tape on the tyvek portion of the pouch. The catheter was inside of the pouch without the hoop and had an unidentified stop cock attached to the hub. The catheter is severely damaged and there is blood in and on the device and stopcock. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner and outer shafts are separated from each other 118.8cm from the hub. There are numerous hypotube and shaft kinks and the shaft is stretched in numerous locations. The inner and outer shafts are completely longitudinally torn. There is shaft damage at the exit notch. The tip and markerbands were not returned for analysis. Inspection of the remainder of the device revealed no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The batch number on the hub of the returned emerge catheter was batch 20257363. This manufacture batch was associated with 2.50x15mm emerge catheters. The batch number on the returned product pouch was 21323542. This manufacture batch was associated with 2.00x15mm emerge catheters. A device history record (DHR) review was performed for each of the batches. The review confirmed that the referenced batches were not manufactured or packaged during the same time period. The manufacturing records for batch 20257363 indicate this batch was manufactured and packaged on 08 february 2017, and the ship history performed confirms that the device from this batch was delivered to the user facility on 06 march 2017. The manufacturing records for batch 21323542 indicate this batch was manufactured and packaged on 02 november 2017, and the ship history performed confirms that the device from this batch was delivered to the user facility 8 months later (than device from batch 20257363) on 20 november 2017. The manufacturing batch record review for both batches confirmed that the devices met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that there were no pieces of the device left inside the patient, and the damage of the returned device could occur during disposition process.